Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated an inconclusive result for an integrated circuit. Analysis confirmed the reported low battery supply. The ic was extracted for evaluation. However, the ic was damaged preventing further evaluation. The analysis was stopped at this point.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.